Manufacturer narrative:
The broken guide shaft is not expected for return to the manufacturer; it was reported that it had been discarded by the hospital. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. It is unknown if the subject device will be returned for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) guide shaft with flats broke and another guide shaft with flats was discovered to be bent during a left hip open reduction internal fixation (orif) utilizing a dhs construct on (B)(6) 2016. Upon initial insertion of a lag screw, a pop was heard and it was discovered that the dhs guide shaft with flats was broken. When a second lag screw was implanted without the use of a connecting screw, the second dhs guide shaft with flats was determined to be bent. There was a reported 15-20 minute surgical delay and additional x-rays were required. No fragments were retained in the patient. The procedure was completed without further incident and with the patent in stable condition. This report is 1 of 2 for (B)(4).